Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 329 mg/dl at the time of the incident. Customer had high blood glucose level and customer declined troubleshoot for their high blood glucose. Customer reported that the insulin pump's buttons were not responsive and had a constant tone. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with frozen screen due to faulty x2/ib. Unable to confirm motor error alarm or perform the operating currents measurement, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to frozen screen anomaly. No constant tone anomaly noted. Motor passed motor test. Pump had cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.